Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was due to touch contamination further described as ¿the patient was not feeling well and was not being sterile¿. On the same day as peritonitis onset, the patient was hospitalized for the event. Treatment for the event was unknown. Thirty two days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was re-trained on proper aseptic technique for pd therapy. On an unreported date, pd therapy was discontinued and the patient was switched to in-center hemodialysis. At the time of this report, the patient was recovering from the peritonitis event in a nursing home. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.